Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: mrh knee fem m rgt; cat# 64811121; lot# stckp, mrhk tib ins 20mm md/lg m2/l2; cat# 64813320; lot# lcn141, ti dur reg fluted stem 16x80mm; cat# 64786630; lot# t2457, ti dur reg fluted stem 19x80mm; cat# 64786645; lot# t1172, mrhk fem distal blk 10mm m; cat# 64811220; lot# s8ddy, mrhk fem distal blk 10mm m; cat# 64811220; lot# s3yec, mrhk femoral bushing; cat# 64812110; lot# lco014, mrhk femoral bushing; cat# 64812110; lot# lcr448, mrhk bumper insert 3 degrees; cat# 64812133; lot# lcr280, mrhk tibial sleeve; cat# 64812140; lot# lcs352, mrh tibial b/plt keel med 2; cat# 64813112; lot# syf4d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revision of mrh initially done in 2012. Surgeon outlined reason for revision as metalosis infection. The surgeon removed all mrh implants and implanted a competitor spacer.